Event description:
During a redo ventricular tachycardia ablation procedure, during the mapping portion of the procedure the catheter broke into two pieces. When attempting to remove the catheter, the distal part then became stuck inside the tip of the introducer. Because the distal part that was separated was stuck on the introducer and not floating in the patient, both the introducer and mapping catheter were removed together with no adverse consequences to the patient. Access was then gained to the other femoral artery on the left side while compression was given on the right femoral artery to close the access site. The procedure was then continued with a second catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was noted to be fractured and detached just distal to shaft electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty and fractured and detached paddle remains unknown.

Manufacturer narrative:
An additional report is being submitted that includes an update to the health impact code after further review. The code was updated from f26 no health consequences to f1905 device revision or replacement due to a new access site being obtained during the procedure. Manufacturer narrative: one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was noted to be fractured and detached just distal to shaft electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty and fractured and detached paddle remains unknown.